Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that many alerts including possible hv circuit damage, possible hv lead issue and low hv lead impedance were noted. The physician reported that the episodes looked like noise, possible from cautery. The device and leads were both explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured lead. Lead was capped and replaced. Patient condition was good after the event.